Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) was confirmed. As received, the belt failed the incoming ECG fall-off test. Upon evaluation, the lead 1- brown wire was broken inside the cable connecting the distribution node (dn) and ECG electrode c. The root cause of the broken wire is excessive force placed on the cable. No adverse event resulted from the broken wire.

Event description:
A us distributor returned a belt indicating that the ECG electrodes were non-functional.